Event description:
A remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the service center visually inspected the device and found evidence of foam particles inside the assembly. In addition, there was an error code 53 present (err_comp_log_sem_timeout) which causes the system to generate a continue-level error. Contamination from dust/dirt was also found inside the device. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.